Manufacturer narrative:
(B)(4).

Event description:
It was reported that the t-2 anchor pre-deployed when the t-1 anchor was deployed. The procedure was completed with a back up device. It was reported that there was no injury to the patient and that no unsupported devices were left in the patient. No delay was reported.

Manufacturer narrative:
Device investigation narrative - a review of the ncmr database was performed which confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot. Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the devices. Further investigation is not warranted at this time. Evaluation codes updated to reflect that manufacturing review was completed. (B)(4).